Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267 which occurred on the homechoice (hc) during dwell 3 of 5. The care giver (cg) stated a bag fell and became disconnected. The tsr also advised cg to discard supplies and either start over with a new setup or finish with manuals. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.